Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There was one photograph provided for the current event. The photograph shows a dialyzer where blood is shown to be present outside of the fibers, which is indicative of an internal leak. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same customer as the current event and addresses an internal blood leak with no sample (mentioned above)an investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed with provided photograph. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown.

Manufacturer narrative:
Correction: h6 investigation conclusions

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. There was one photograph provided for the current event. The photograph shows a dialyzer where blood is shown to be present outside of the fibers, which is indicative of an internal leak. There is no damage or irregularities visually apparent on the dialyzer that may have contributed to the leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint was reported by the same customer as the current event and addresses an internal blood leak with no sample (mentioned above)an investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed with provided photograph. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.